Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and insulin pump alarmed motor error. The customer's blood glucose was 445mg/dl. The insulin pump alarmed during basal. Customer stated they were able to rewind. Customer also mentioned a no delivery and off no power alarm. Customer declined troubleshooting. Advised customer the insulin pump will need to be replace and discontinue the use of the pump.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm, excessive no delivery alarm, alarm, low battery alarm or off no power alarm noted. Motor passed motor test. Pump was received with minor scratched display window and cracked reservoir tube lip.